Event description:
Information was received indicating that the patient using this ambulatory infusion pump was noticing their shirt was sometimes wet during infusion near the tubing filter. No adverse patient effects were reported.